Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the low voltage advisories and hazards was confirmed via the submitted log file and were also reproduced during testing. A review of the log files contained data spanning approximately 10 days (09 jun2020 ¿ 13 jun2020) and 8 days (10aug2020 ¿18aug2020) per timestamp. Throughout the submitted log file, there were several intermittent low battery advisories and low battery hazards present on the system controller. All of these alarms occurred while being connected to li-ion battery power due to a fluctuating rsoc value on the black power cable. There were no other notable alarms active in the log file. Throughout the downloaded log file, there were several intermittent low battery advisories and hazards which all occurred while being connected to battery power due to a fluctuating rsoc value on the black power cable. There were no notable alarms active in the log file. The returned system controller, serial number (B)(6), was functionally tested where the reported alarms were reproduced. Increased resistance was found in both power cables causing the supply voltage to the system being much lower activating the atypical low voltage advisory alarms. The atypical alarms did not affect the controller¿s ability to operate the pump at the set speed. The root cause for the reported event was determined to be wire fatigue consistent with the repetitive flexing of the power cables. The heartmate ii patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including low voltage hazards and advisories. The patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial #(B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that low voltage advisories and low voltage hazards were observed. Technical services reviewed the submitted log files, and odd voltages on both controller power cables were confirmed.